Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt rep said that when the pt "is walking he can hit the up or down button to control the pain but now when he does it he doesn't feel the vibration". Pt rep said that pt isn't feeling any relief anymore. They said issue started the day before yesterday. No falls or trauma. Stimulation is on, and pt is on group b. Pt rep said controller currently displays upright position, and pt uses adaptive stim. During the call, they increased from 3.0 to 6.5v and they are feeling stimulation at that level "and it feels like a heartbeat" which they said is not how they used to feel it. They said before it was "just a steady stimulation but now it's pulsing". They only have groups a and b and no other groups are available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pss called pt rep back at 1143am, and they said pt has tried resetting controller which hasn't resolved. They mentioned that pt saw the word "terminated" after resetting controller. Pss redirected to hcp.